Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) instrument jaws failed to open. The customer used a backup fb instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was grasping the suture, which was on uterus, when the issue occurred. The instrument was not stuck on the patient¿s tissue. The surgeon did not try to open the jaws. The instrument was removed outside while the instrument jaws were still being closed. No irk was used. Customer did not use another instrument to pry open the jaws. There was no unexpected tissue removal or bleeding. There was no patient injury. The instrument was not in strong grip mode at the time of event. There was no abnormality with the instrument. The instrument did not collide with any other instruments or tools. The instrument will be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer-reported complaint. The part was returned with a reported complaint that does not affect functionality. No damage was found. No product issue was identified. The instrument was placed and driven on an in-house system showing 11 uses remaining. The instrument passed the grasping, recognition, and engagement tests. The instrument moved intuitively with a full range of motion in all directions. Grips open and close properly.

Event description:
Refer to h10/h11 for follow-up information.